Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause, treatment, and patient¿s outcome were not reported. The action taken with extraneal and physioneal therapies was not reported. No additional information is available.